Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Thea us distributor reported that a patient had a severe skin irritation on shoulder and back. The area was described as irritation bed sores. The patient was in the hospital at the time and medical professionals removed the lifevest from the patient. The reason the device was removed is unknown. Follow up was not possible due to the patient passing away.